Event description:
Following puncture with the pchn to place the catheter in the periphery of the bile duct, the physician inserted the pwg sire guide. The narrow bile duct hindered the wire guide from advancing, resulting in the device bending. The physician pulled the needle and that the wire guide slightly to ease the band, which resulted in the wire guide becoming stuck, during an attempt to release the stuck wire guide, the coils of the wire guide extended in wire separation. The distal portion of the separated wire guide remained in the liver, possibly with one end of the wire in the parenchyma and abdominal cavity. The procedure was stoppped with plans to remove the separated portion by surgical intervention at a later date. This attempted removal was subsequently unsuccessful.